Event description:
It was reported by the customer that when using the bd pyxis¿ medbank, the order was not showing. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 17-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order was not showing. A technical support specialist informed the customer that the missing item ID in the orders needed to be fixed on the hospital side. The hospital it department fixed the issue, and the customer confirmed that the issue was resolved. The system functioned correctly after the technical support specialist had verified the device.